Manufacturer narrative:
Pc-(B)(4).date sent to the FDA: 6/21/2021.this is a combination product, and the event has been reviewed for both the suture and the triclosan.this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.additional information: d5¿ (B)(6).

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: g07002 device not returned. Additional information was requested and the following was obtained: event date? No further information is available. Lot number? No further information is available. Procedure name and date? No further information is available. Was the fixation tab intact when the suture was placed in the patient? The fixation tab was broken during use. Was the ¿missing barbs¿ noted during visual inspection or during use on patient? No further information is available. Did the barbs fail to engage in the tissue? No further information is available. Can the surgeon describe the appearance of the barbs during second procedure? No further information is available. No further information will be provided. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 2360 g/m.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and a barbed suture was used. During the procedure, the fixation tab was broken. There is a possibility that it was pulled too hard when putting the first cross stitch. There were no adverse consequences to the patient. No additional information was provided.